Manufacturer narrative:
Manufacturer address 1: (B)(4).

Event description:
Proactif clinical study. It was reported that the patient had hepatitis post therasphere procedure. Standard, single compartment dosimetry was performed to assess treatment dose. Pre-treatment imaging documented a strong uptake of tc-maa on tumor. On (B)(6) 2021, the subject was enrolled into the proactif study and the treatment with therasphere was performed on the same day. Type of therasphere infusion was selective; 1.070 gbq was administered selectively through caudate-spiegel lobe (segment I) through vial 1. Post-treatment dosimetry documented a strong update of the delivered dose. The delivered dose absorbed to total perfused liver and total perfused tumor was 921 gy, respectively. On (B)(6) 2022, 50 days post index procedure, an event of hepatic cytolysis predominantly on ast was reported. The action taken was to stop chemotherapy by (B)(6). In (B)(6) 2022, the event was considered resolved.